Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. Lead fracture is suspected, but has not been confirmed. No intervention has been performed at this time, however, lead replacement is being considered. The patient was stable and will continue to be monitored.